Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been having a no delivery alarm issue on the insulin pump since (B)(6) 2016. Customer stated that while giving a bolus, the pump will alarm no delivery and she doesn't know how much the pump will have delivered. Customer stated that the insulin did not exit and the pump alarmed no delivery during fixed prime. Customer reported that insulin exits the tubing during troubleshooting. Customer reported that insulin does not exit the tubing with manual prime. Customer ran the full 5.0 units after the infusion set change but no insulin exited and the pump did not alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.